Manufacturer narrative:
This report is being filed to correct the patient codes.

Event description:
It was reported that this device was gong to be turned off due to explant. It was noted that the device was visible through the skin. Upon removing the system the lead could only be partially removed and it was noted that the lead broke at the distal coil. An infection was alleged. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device was gong to be turned off due to explant. It was noted that the device was visible through the skin. Upon removing the system, the lead could only be partially removed and it was noted that the lead broke at the distal coil. An infection was alleged. No adverse patient effects were reported.